Manufacturer narrative:
In this case, the issue was noted during installation of a black box system/kvma (keyboard, video, mouse, audio) extender with a new edifier speaker (using an analog connection). The infinity central station (ics) instructions for use (IFU) warns users that external speakers must always remain connected and powered on and to perform regular function checks when using kvma extenders. Investigation confirmed that when the new edifier speakers [r19umkii] are used in analog mode, the speakers will not function if the analog cable is connected (into the speaker rear aux jack) before the speaker is powered up (initially or after loss of power). After a temporary loss of power, the analog connection must be reset by unplugging and then re-plugging the analog cable into the speaker rear aux jack. The issue occurs because the default speaker connection mode is usb. The usb connection is required for a power source even when used in analog mode. The mode is set to analog by connecting the analog cable into the speaker rear aux jack after the speaker is powered up. The speaker mode is indicated by the led next to the power button: the led is green for analog connection mode; the led is red for usb connection mode. Correction - the initial report was sent under MDR number 9611500-2023-00408 in error. The correct MDR for this submission is: 1220063-2024-00141.

Event description:
It was reported that the users became aware that the external loudspeakers for the infinity central monitoring station will stay inactive after return of electrical power following an outage or disconnection. There was no patient involvement reported for the particular case.